Event description:
Device stopped working and then migrated toward skin. Pt had to return for stage 1 interstim and later replacement of device. The lead migrated out of placement, but was clearly seen on x-ray. It had stopped working. Earlier this month, testing the new lead and battery could have given off the wrong information and a possible new lead would have sufficed. Surgeon determined that a new device was needed completely. Ninety nine percent of the time migration goes toward the sacrum, but this one migrated toward the skin.